Event description:
It was reported that patient was still having trouble with his inflatable penile prosthesis pump. He could not pump it up all the way and it does not stay inflated. The physician indicated the device works perfectly and that the patient may want to consider a malleable implant.

Event description:
It was reported that patient was still having trouble with his inflatable penile prosthesis pump. He could not pump it up all the way and it does not stay inflated. The physician indicated the device works perfectly and that the patient may want to consider a malleable implant. Additional information received indicated the patient did not want to have an implant in even though it worked perfectly. No further complications were reported in relation to this event.